Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device cylinder malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with sharp instrumentation such as a needle. Surface abrasion is noted on the strain relief and longer exhaust tube of the pump and on the strain relief of the inlet tube of the pump. A group of striations are noted on the inlet tube of the pump, indicating contact with unshod instrumentation. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump or cylinder #1. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder # 2 occurred subsequent to the device packaging being opened. Because the available information does not indicate what contributed to the cylinder malfunction and because the device was deemed functional for approximately 2 years, quality cannot confirm when the separation occurred. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.